Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. A pre-deployment angiogram was not performed, but the common femoral artery (cfa) was punctured. A radifocus sheath was used during the procedure. On (B)(6)2010, the patient was discharged from the hospital. On (B)(6)2010, the patient worked on the farm and took a bath. On (B)(6)2010, the patient returned to the hospital with swelling at the puncture site. An infection was also noted. The patient underwent surgery. There were no reported consequences to the patient. Reportedly, the gloves were not changed before the angio-seal deployment. The patient has diabetes. The patient was hospitalized due to the event and was still in hospital as of (B)(6)2010. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the infection is uncertain. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.